Manufacturer narrative:
(B)(4) field service received and installed a replacement front panel. Field service performed testing and calibration and all findings were within manufacturing specifications. Failure analysis lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit. The display was powered up in service mode and did not display anything. Lcd display was then substituted with a working lcd display and displayed correct colors and images. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customers issue was duplicated. The unit failed due to the lcd display. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. While performing preventive maintenance the field service representative indicated no video, the screen on this ventilator does not power up and only the led's on the membrane panel are lit up.

Manufacturer narrative:
(B)(4).